Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer reverted to an alternate method of insulin therapy.